Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 436 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy, without needing third-party assistance. Customer changed infusion set and cartridge and resumed insulin.